Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes were clotting and gelling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: material no. 366560, batch no. 8345533. It was reported tubes were clotting and cells gelling.

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for clotting with the incident lot was observed. The customer¿s practice as described is not covered by our IFU hence is considered off label use. Additionally, all samples were visually inspected for the presence of the correct quantity of citrate additive. All tubes appeared to contain the correct amount. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did identify clotting had occurred, however based on the customers description this is not covered by our IFU hence is considered off label use. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tubes were clotting and gelling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: material no. 366560, batch no. 8345533. -it was reported tubes were clotting and cells gelling.